Manufacturer narrative:
Article citation: breast implant-associated anaplastic large cell lymphoma: a comprehensive review marra, antonio, viale, giulia, curigliano, giuseppe, marra, antonio, pravettoni, gabriella, viale, giuseppe, veronesi, paolo, pileri, stefano a., de lorenzi, francesca, nol`e, franco. The events of lymphoma - alcl- suspected and seroma - late, are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable.

Event description:
Journal review: journal article: breast implant-associated anaplastic large cell lymphoma: a comprehensive review" article reports "clinical presentation of bia-alcl; patient who presented with a late seroma of the right breast capsule 7 years following postmastectomy reconstruction for breast cancer. Additionally article reported "capsulectomy demonstrated a posterior mass on the capsule" histopathological markers were not reported.